Event description:
The customer reports via the sales rep, that boxes labeled as small seals on the outside actually contain large seals. The customer reports that the individual seal packages inside the box are labeled as small seals but allegedly these contain large seals. The customer reports that they have 5 boxes in total which are affected, 4 boxes from one lot and 1 box from another lot.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. (B)(4). The retained labels indicate that the labels for the correct item/lot numbers were generated and therefore no mislabeling of product occurred. Lot lrp2597a had been shipped from steripack prior to the commencement of production of lot lrp2599a and as such there was no potential for product mix-up to occur in steripack. (B)(4). (B)(4). No further investigation for this event is possible at this time.

Event description:
The customer reports via the sales rep, that boxes labeled as small seals on the outside actually contain large seals. The customer reports that the individual seal packages inside the box are labeled as small seals but allegedly these contain large seals. The customer reports that they have 5 boxes in total which are affected, 4 boxes from one lot and 1 box from another lot.